Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Additional information: diopter -11.00 (B)(4). Device evaluated by manufacturer? No. Device not returned. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -11.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was removed on the same day due to excessive vaulting and shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved.